Event description:
Cardiologist attempted to deploy a stent into right iliac artery. Stent did not deploy and was irretrievable. Cardiologist progress note says: r iliac about 99 percent stenosed. Self-expandable stent deployed in right iliac but I was unable to pull the catheter shaft out. Surgeon consulted and patient taken to operating room to have removal of the device. Surgical notes included: incision made over right common femoral artery above the deployment device. Femoral artery is dissected free. The iliac is exposed for its almost entire length in the abdomen. Deployment device palpated; iliac clamped above this and then at it's furthest reach in the abdomen, arteriotomy performed. The stent and deployment device are removed from above and then from below until all foreign objects had been completely removed. Clamps were replaced. Because of the stent performed a partial dissection and endarterectomy, this is performed, all debris is removed, then the artery is doubly oversewn. Following the surgery there were excellent doppler signals in the right foot. Patient discharged home on (B)(6) 2009 at the same functional level present upon admission and with good pulses I the lower extremity.